Event description:
The event is reported as: the complaint alleges that the column did not pass the leak test. This occurred prior to use on a pt. No pt injury/involvement.

Manufacturer narrative:
The device sample was not returned at the time of this report.